Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the meter display had lines in the results field. There were no patient result misinterpreted.